Event description:
The customer reported that during a tracheostomy the doctor heard a pop sound and then recognized a flame coming out from the generator. Saline was used to extinguish the flame. The patient received 1st and 2nd degree burns of the neck and ear. The patient received steroid therapy for the burns. The customer also reported that the prep solution used was 0.5% of alcohol solution of yoshida seiyaku for disinfection, and confirmed that the skin was dry. The surgical field was then covered with an isolation drape. The oxygen concentration was 40% (higher than general, considering the weight of patient). The output setting on the forcefx for the non-covidien pencil was cut mode 40w (pure), coag mode 40w (med).

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.